Manufacturer narrative:
9/2/1998-supplemental report #1 sent to FDA.

Event description:
The disposable loading unit was used with another instrument during a hysterectomy procedure. The staple did not lock. The surgeon used another cartridge to complete the procedure. No pt injury was reported.